Event description:
It has been reported to the co that seven days after the introducer sheath was inserted it was noticed that the stopcock, where the hospital connects the syringe to flush, had a hole in it. This was associated to the pt having an air embolism. The device was removed and replaced. The pt is in stable condition, the device was discarded therefore, the device is not being returned for the co's evaluation.